Manufacturer narrative:
The olympus account manager performed an in-service for the gastrointestinal/endoscopy nurses and or staff at the user facility on the use of the distal end cap attachment (maj-2315). The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the distal end cover attachment (single use distal cover) fell off the scope (evis exera iii duodenovideoscope). There was no patient or user injury reported due to the event. It was noted that there may have been more than one occurrence of the same issue, but no further information was available at the time. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The evis exera iii duodenovideoscope model tjf-q190v is reported in the MDR with patient identifier (B)(6). The single use distal cover model maj-2315 is reported in the MDR with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported event that was inadvertently not included in the previous medwatch submissions. Additional information provided in b5.

Event description:
Additional information was received from the user facility regarding the reported event: the distal end cap fell off in the upper esophagus as the scope was being withdrawn from the patient. The distal end cap was successfully retrieved, although it was not reported how it was retrieved. The intended procedure was successfully completed. There was a slight delay in the procedure, in that it took a few minutes to retrieve the distal end cap. There was no harm or injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be identified, the reported issue was most likely caused by the following: 1. Chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. 2. The cover was easily removed from the scope due to insufficient attachment to the scope. 3. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation¿. ¿also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 component code. Reconfirmation of complaint failure. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Investigation results of product specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes for the drop off of maj-2315 are likely to be the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.